Manufacturer narrative:
The machine was evaluated on (B)(6) 2011 by a haemonetics field service engineer. The machine was found to meet performance parameters. No disposable components or solutions used available for review. It is unk what disposable kit was used. No leak observed. Unable to confirm the presence of a clot. Product malfunction cannot be confirmed. Possible cause would be either disposable problem with loss of system air or occlusion in the bowl caused by a clot between the separation chamber and the bottom of the bowl. A loss of system air is unlikely as no leak was observed. The amount of anticoagulant in the system is determined by the operator and an improper quantity in the blood product will lead to clotting in the system. The cell saver 5 operation manual, (B)(4), states the cautions around improper anticoagulation and verifying that the flow of sterile air to and from the air/waste bag is not prevented by either a flow restriction or leak. Unwashed blood returned to a pt could result in an injury that is potentially serious.

Event description:
A customer contacted haemonetics on (B)(6) 2011 and alleged that while using the cell saver 5, during the empty phase, an error message appeared "air bubble detection". The nurse pressed "start" to launch again the procedure. At the end of the empty phase, a part of the waste bag fluid went to the reinfusion bag. So the reinfusion bag content was not infused to the pt. The pt was reinfused with a homologous unit of blood. No pt injury or reaction reported. No operator injury reported.